Event description:
Complainant alleged that during biomed testing, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect multi-function cable was returned. Upon evaluation of the cable, the technician observed that the cable suffered a cut that damaged the insulation and internal wires of the cable. This damage would have directly contributed to the reported malfunction.